Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref 44500301) unknown lot number was performed by the verification of complaints history. Customer reported suspected false positive results on patient samples and negative controls when using the bd sars cov-2 reagents for bd max¿ system assay. Positive n1 results with the bd max¿ assay were negative with another platform. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. The investigation was thus limited. Customer reported n1 positive results not repeated with another assay, which could be linked to difference between assays limit of detection. Also, positive results were obtained for negative controls. Environmental or cross contamination introduced during the sample preparation at the customer¿s site could explain these results. Based on the investigation, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. Was also tested on a different unspecified device and the result was negative. There was not additional information about confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from japanese to english: when I compared the positive results of n1 in the sample test with the positive control, there was a possibility of false positives, and another device gave a negative result.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. Was also tested on a different unspecified device and the result was negative. There was not additional information about confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: when I compared the positive results of n1 in the sample test with the positive control, there was a possibility of false positives, and another device gave a negative result.